Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a low blood glucose event while using the ilet system after the pump overcorrected a prior high related to a meal; the user confirmed a low by fingerstick, noted sensor concerns, and was transferred to the cgm partner for sensor replacement guidance, with glucose values ranging from 218 mg/dl to 65 mg/dl and the ilet providing low/high alerts. Symptoms included feeling hot and anxious. Outcomes included self-recovery of glucose without outside assistance or medical intervention, and education and troubleshooting were completed with transfer to the partner organization. Investigation included a review of device performance based on user report and standard complaint assessment. Investigation of this case revealed no device malfunction reported, with the event consistent with low glucose following an automated correction for a preceding high and with sensor replacement coordinated through the cgm partner. It was concluded, based on previously established findings for similar reports, that the cause was unclear for the hypoglycemia event. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.